Manufacturer narrative:
Concomitant products: 6935m55 lead, implanted (B)(6) 2016; 6996sq58 lead, implanted (B)(6) 2016.

Event description:
It was reported that the during the defibrillation testing, the patient did received multiple shocks for ventricular tachycardia. Now, month later the battery longevity is reported to be thirteen months. Early battery depletion is suspected and the physician requested a more detailed look at the battery longevity. The device was reprogrammed with decreased outputs and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.